Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later it was found that essure came off her tube and was resting between her uterus and rectum. She had surgery to remove the coils and her tubes. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, limited information was provided; the exact date of the event was not reported. Approximately 3 years after essure insertion, the device was found resting between her uterus and rectum. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure and fallopian tubes). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0085, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011, after the birth of her son. The consumer reported that after placement her doctor confirmed the coils were in place. She has been extremely unhealthy for the past 4 years. She had been to specialist but not one doctor could find anything wrong. She had lost weight then gained it rapidly back, had a bloated tummy, cracked teeth, migraines, poor eyesight, hair loss, joint pain, painful intercourse, nausea/vomiting, hives, cyst and early menopause. She went to the ER (emergency room) in 2014 in extreme pain. The essure came off her tube and was resting between her uterus and rectum. She had surgery to remove the coils and her tubes but the symptoms never really left; in fact they flared up to the point where she was now scheduled for a hysterectomy on (B)(6) 2015. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later it was found that essure came off her tube and was resting between her uterus and rectum. She had surgery to remove the coils and her tubes. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, limited information was provided; the exact date of the event was not reported. Approximately 3 years after essure insertion, the device was found resting between her uterus and rectum. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure and fallopian tubes). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.